Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels (400 mg/dl). Reportedly, the customer was disconnected from the pump for 3 hours and did not deliver a food bolus. In addition, it was reported that the insulin duration setting needed to be adjusted. Reportedly, the customer forgot to adjust the insulin duration when setting up the pump, and the insulin duration was still set at the default 5 hours. The customer did not report how elevated bg levels were addressed.